Manufacturer narrative:
An evaluation cannot be conducted. The device will not be returned. There were a total of 8 screws utilized in the trestle construct upon implantation. The identifying part and/or lot number of the backed out screw is unknown. Upon the receipt of additional information or the return of the explanted anchor a follow up submission will be filed. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instruction for use (ins-014) state: the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.

Event description:
A patient underwent revision surgery on (B)(6) 2014 to remove a variable angle screw which had back-out of the c3 vertebrae four month post-op. The screw was located at the top of the 3-level construct and was no longer properly seated beneath the plates locking mechanism. Upon removal, the surgeon elected not to implant a recovery screw at that location. The anterior cervical plating system was originally implanted on (B)(6) 2013.